Event description:
It was reported that the insulin pump alarmed no delivery, and while the customer was on the call, the insulin pump also alarmed motor error during a prime attempt. The blood glucose reading was 277 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, basic occlusion test, occlusion test, excessive no delivery test and prime test. The motor passed the motor test. No motor error alarm. No excessive no delivery alarm. No rewind anomaly noted. The device was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, and cracked lcd window.